Manufacturer narrative:
MFR received date: 03 dec 2019. The device was evaluated by the field service engineer and the reported issue could not be duplicated. The field service engineer replaced straight coupling silicone on the device. The device was tested, and passed all tests without any issue identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 27aug2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported low oxygen. It is unknown if the device was in clinical use during the time of the event, but there was no patient harm reported.